Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver and unspecified concentration of 5fu. After an unspecified length of time in use, the homecare patient noted the tubing set was leaking. It was reported that the patient went to the emergency department and a "crack" was noted on inlet of the filter. The tubing set was replaced and the therapy was resumed. The spill was cleaned up according to the user facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.